Manufacturer narrative:
(B)(4). Manufactured january 5, 2016 ¿ january 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred with a small volume folfusor. The reporter stated that only half of the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.